Manufacturer narrative:
Date of event: exact date unknown, event occurred in (B)(6) 2020.

Event description:
It was reported that the patient was experiencing inadequate stimulation. It was also reported that the patient was experiencing severe hip pain which caused difficulty walking or standing. The patient turned off the ipg at night and could not walk the next day. The patient was given steroid injections and is currently doing well.